Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with a blood glucose level of 430 mg/dl. The customer's blood glucose levels were 429 mg/dl and 478 mg/dl. The customer was treated with insulin pump bolus and manual injections. The customer reported symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. The customer stated that the derive support cap appeared to be normal. The customer did not allege the insulin pump for under delivery. The customer reported that the insulin exited the quick release after troubleshooting for no delivery. The insulin pump will not be returned for analysis.